Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that when attempting to interrogate the pulse generator, an error message was displayed. The device image showed multiple flipped bits. After the product code was downloaded, normal function ensued.

Event description:
It was reported that the pulse generator exhibited a telemetry anomaly. The device was explanted and replaced.